Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a difficulty in crossing the lesion occurred. The 2.25x32mm promus element plus stent was advanced to the lesion but was unable to cross. Patient's condition was stable following the procedure. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, proximal stent damage was also noted. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. The proximal end of the stent had moved approximately 4 mm distal and caused the proximal half of the stent to bunch up. The distal side of the stent remained crimped in place. This type of damage is consistent with the stent meeting resistance upon withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).